Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. Technical support educated the customer about the pump being in storage mode, advising on resetting procedures and best practices for battery management, which were understood and acknowledged by the customer.